Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was removed and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 4592-45 lead, implanted (B)(6) 2011; 4076-58 lead implanted (B)(6) 2011.